Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. Customer¿s blood glucose was over 600 mg/dl and 387 mg/dl. The customer also stated that they had symptoms like nausea, vomiting, abdominal pain and difficulty in breathing. Customer stated that auto mode feature was active. Customer was on their way to the hospital since customer¿s blood glucose was running at over 600 mg/dl for the past days. The insulin pump will not be returned for analysis.